Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfqf041 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (asfqf041) have been reported from the same facility.

Event description:
It was reported "there was a break in the tubing connected to the needle. The break was closer to the end of the tubing near the microclave." No other information was provided.